Event description:
Customer's mother reported a crack on her insulin pump and stated that it is difficult to read the screen. Customer's current blood glucose reading is 358 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.